Event description:
A physician reported that the actuation failure of the probe and cutting failure occurred, the cutter was attempted to be used after insertion from the trocar but was not actuated, the tip was deformed, and the entire trocar was removed after it caught on the trocar when pulled out from within the eye during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe with received with a tip protector, in a tray, for the report. The opened sample was visually inspected and found to be nonconforming with the welded cap detached from the probe needle distal end. Functional actuation testing was performed it was observed that inner cutter moves past the needle when actuated. Functional cut testing could not be performed due to the nonconforming visual condition of sample. The probe needle was fit tested for function through a ring gauge and was found conforming. The probe did travel in and out of the ring gauge under its own weight. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the bent area of needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle detached cap which can be perceived as tip was deformed. The complaint evaluation was unable to confirm the reported cut and actuation failures due to detached welded cap. However, the observed detached welded cap could be a potential contributor factor of the reported cut failure at the time report event was observed. How and when the welded cap detached from the probe needle cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. The returned sample was found to be functionally conforming for fit test, therefore cutter could no pass through trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A nonconformance investigation is currently in progress to investigate the root cause for the detached welded cap. No additional actions has been taken by the manufacturing site as the reported fit issue was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.